Event description:
The ventilator was "red" alarming and not giving patient breaths. Vent giving error message. Patient was bag vented until ventilator exchanged. The error was reproducible showing technical faults (B)(4). Vent was returned to manufacturer for repair/replacement. Manufacturer response for ventilator, (B)(6) (per site reporter). Unknown.

Event description:
The ventilator was "red" alarming and not giving patient breaths. Vent giving error message. Patient was bag vented until ventilator exchanged. The error was reproducible showing technical faults 9907 and 9419. Vent was returned to manufacturer for repair/replacement. Manufacturer response for ventilator, hamilton g5 (per site reporter). Unknown.